Event description:
During a pph procedure, the device performed completed excision but stapled only half of the remaining hemorroidal tissue caused serious bleeding. Not noted how case completed. No pt consequence.